Event description:
It was reported that the customer was feeling sick and was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Two days later the customer called back and stated that they changed their infusion sets several times and did not have any delivery alarms. The customer took ninety units of insulin in one day to bring down their bgs and nothing they do by pump brings it down. The customer gave shots of same vial of insulin and bgs came down.